Event description:
The customer alleged they received a questionable carbohydrate antigen 19-9 (ca 19-9) results for one patient on their e-module. The customer would not provide the specific date of this event. The patient's initial result was >1000 u/ml. The sample was diluted 1:5 and the result was 3268.5 u/ml. The sample was diluted 1:10 and the result was 5192 u/ml. The sample was diluted 1:20 and the result was 8042 u/ml. The sample was diluted 1:100 and the result was 15990 u/ml. The sample was diluted 1:400 and the result was 21392 u/ml. The customer would not provide information on whether any of the results were reported outside the laboratory. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. The customer would not provide information on whether the patient was harmed by any actions taken. The ca 19-9 reagent lot number was 172934 and the expiration date was 12/30/2014.

Manufacturer narrative:
A definitive root cause could not be determined. The patient's sample was tested using the centaur method with a 1:100 dilution and the result was 18500 u/ml, which was in agreement with the elecsys result at a 1:100 dilution. Per the package insert, the ca 19-9 antigen tends to aggregate which can lead to non-linear dilution behavior. The elecsys result was likely correct.

Manufacturer narrative:
This event occurred in (B)(6).